Event description:
It was reported that telemetry was impossible immediately after implant. During the implant, there were no telemetry issues; however, after the pocket was sutured closed, no telemetry was possible. The device was taken out of the pocket, and telemetry was again possible. When placed back into the pocket, telemetry was unsuccessful. A second neurostimulator had to be used. There were no issues with the new neurostimulator. The pts device was programmed on (B)(6) 2011 and was noted to have great tremor control and to be doing very well.

Manufacturer narrative:
Final analysis of the stimulator revealed the stimulator failed for no telemetry at four different temperatures (room temp, 37c, 44c, and 10c). The intermittent telemetry condition was caused by a discontinuity in the telemetry antenna wire.

Manufacturer narrative:
(B)(4).